Event description:
Instrument was performing required functions properly but the isolated power system intermittently went into alarm. Investigation revealed the 1200 watt heating element was defective and current leakage was in excess of 2000 micro amps (max measurement capability of test analyzer).